Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During activation, poor retention was observed with a 6 strength magnet, and no sound was heard when the deice was stimulated directly. Audiology tech support was contacted, and a compression wrap was recommended to improve retention, as the recipient had excessive tissue and thick hair. During a recheck with the clinical account manager (cam), retention was improved, but no audibility was observed with pressure being applied during the measurement. The surgeon would like to reassess the skin flap and possibly revise the device.

Manufacturer narrative:
Device investigation revealed fatigue fractures off the coil wire and wireguard which are in-line with the reported failure case. As per received information, at initial activation the recipient already only experienced intermittent access to sound with the device when moving the head. As no trauma or impact to the device was reported it is very likely that the implant was exposed to significant mechanical stress during the surgical procedures which led to the device malfunction. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
During activation, poor retention was observed with a strength 6 magnet, and no sound was heard when the device was stimulated directly. During a recheck with the clinical account manager (cam), retention was improved. The user has been re-implanted.